Event description:
Caller reported self-treatment with 2 peanut butter sandwiches and an unknown quantity of milk following a blood glucose result of 66 mg/dl while having hypoglycemic symptoms. He then reported additional blood glucose results of 103 mg/dl, 339 mg/dl, 74 mg/dl, 113 mg/dl, and 79 mg/dl within 10 minutes of the original test of 66 mg/dl on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.